Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested by fax and mail on 10/16/2008 and by phone on 10/15/2008, 10/24/2008 and 10/29/2008. A completed questionnaire was received on 11/08/2008.

Event description:
A surgeon reports a patient experiencing a lack of clarity in his visual acuity following intraocular lens (iol) implant surgery. In a follow up, the surgeon reports the outcome of the event as "excellent".